Event description:
Elderly female with history of left lung nodule. Undergoing procedure for biopsy left lower lobe lung. When the biopsy needle packaging was opened the blunt part of the coaxial was not glued properly to the clear hub. Another needle was opened and use on patient. The defective needle was never used on the patient and no harm was done.